Manufacturer narrative:
The device history record for the subject device was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. It was noted that during the installation of the bone screw, there ws difficulty fully seating the screw as there was an adjacent plate. If the bone screw was contacting the plate, this would push the bone screw off the proper trajectory. Tcs locking bone screw that are not inserted at the proper trajectory have the potential to have the locking collar contact the cage of the implant. This contact can cause the locking collar to bend to a diameter greater than the bone screw. As a result, the locking collar would fall off of the bone screw. A proper and unimpeded trajectory should be utilized for proper seating of tcs locking bone screws. Additional investigation and corrective action are currently being performed as additional incidents have occured with the locking collar falling off of the tcs locking bone screws. A corrective and preventive action that was performed as a result of this incident. The locking bone screws that were returned from incidents with the locking collar dissociating from the bone screw where investigated under a magnifying lens. Witness marks from the locking collar and the bone screw match up in location and appearance. Most significant marks were located on the head of the screw showing a spiraling mark suggesting something stationary scraping along the head during insertion. In addition, marks were seen on the tail end of the thread suggesting the screw was put in off-angle and/or off center. A failure scenario was hypothesized to occur if the screw was placed shallow and/or off-center biased inferiorly towards the endplate with the midline slot. A test part (p/n 5302-3513) was obtained and inserted into an implant seated against bone foam to these this hypothesis. The screw was able to be mal-positioned as to disengage the collar during insertion. Magnified images were taken and the markings match with those parts that were returned from the field. Based on these findings, the root cause of the incidents was determine to be caused by the surgeon not placing the awl guide in the optimum position in creating the pilot hole as current instrument design did not allow for an accurate placement of the pilot hole. New awl guides (endoskeleton® tcs bayonetted awl guide, 2.5 mm and 2.0 mm) are being introduced into endoskeleton® tcs instrument sets. Device not returned to manufacturer.

Event description:
During an acdf procedure at level 5-6, the locking collar of the tcs locking bone screw fell off while the surgeon was seating the screw. The screw and locking collar were removed and discarded. The procedure was finished using a non-locking 3.8 mm tcs rescue screw. During implantation of this screw, the surgeon noted difficulty getting the screw to fully seat as there was an adjacent plate. Surgeon pushed through and was able to get the screw seated. A tcs straight awl and the guide were used to create the pilot hole for the screw. During an acdf procedure at level 5-6, the locking collar of the tcs locking bone screw fell off while the surgeon was seating the screw. The screw and locking collar were removed and discarded. The procedure was finished using a non-locking 3.8 mm tcs rescue screw. During implantation of this screw, the surgeon noted difficulty getting the screw to fully seat as there was an adjacent plate. Surgeon pushed through and was able to get the screw seated. A tcs straight awl and the guide were used to create the pilot hole for the screw.

Manufacturer narrative:
The device history record for the subject device was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. It was noted that during the installation of the bone screw, there ws difficulty fully seating the screw as there was an "adjuncent" plate. If the bone screw was contacting the plate, this would push the bone screw off the proper trajectory. Tcs locking bone screw that are not inserted at the proper trajectory have the potential to have the locking collar contact the cage of the implant. This contact can cause the locking collar to bend to a diameter greater than the bone screw. As a result, the locking collar would fall off of the bone screw. A proper and unimpeded trajectory should be utilized for proper seating of tcs locking bone screws. Additional investigation and corrective action are currently being performed as additional incidents have occured with the locking collar falling off of the tcs locking bone screws.

Event description:
During an acdf procedure at level 5-6, the locking collar of the tcs locking bone screw fell off while the surgeon was seating the screw. The screw and locking collar were removed and discarded. The procedure was finished using a non-locking 3.8mm tcs rescue screw. During implantation of this screw, the surgeon noted difficulty getting the screw to fully seat as there was an "adjucent" plate. Surgeon pushed through and was able to get the screw seated. A tcs straight awl and the guide were used to create the pilot hole for the screw. During an acdf procedure at level 5-6, the locking collar of the tcs locking bone screw fell off while the surgeon was seating the screw. The screw and locking collar were removed and discarded. The procedure was finished using a non-locking 3.8mm tcs rescue screw. During implantation of this screw, the surgeon noted difficulty getting the screw to fully seat as there was an adjucent plate. Surgeon pushed through and was able to get the screw seated. A tcs straight awl and the guide were used to create the pilot hole for the screw.

Manufacturer narrative:
The device history record for the subject device was reviewed. The review revealed there were no anomalies or non-conformances generated during the manufacture of the product that would contribute to this complaint condition. It was noted that during the installation of the bone screw, there ws difficulty fully seating the screw as there was an adjunct plate. If the bone screw was contacting the plate, this would push the bone screw off the proper trajectory. Tcs locking bone screw that are not inserted at the proper trajectory have the potential to have the locking collar contact the cage of the implant. This contact can cause the locking collar to bend to a diameter greater than the bone screw. As a result, the locking collar would fall off of the bone screw. A proper and unimpeded trajectory should be utilized for proper seating of tcs locking bone screws. Additional investigation and corrective action are currently being performed as additional incidents have occured with the locking collar falling off of the tcs locking bone screws. Device not returned to manufacturer.

Event description:
During an acdf procedure at level 5-6, the locking collar of the tcs locking bone screw fell off while the surgeon was seating the screw. The screw and locking collar were removed and discarded. The procedure was finished using a non-locking 3.8mm tcs rescue screw. During implantation of this screw, the surgeon noted difficulty getting the screw to fully seat as there was an adjucent plate. Surgeon pushed through and was able to get the screw seated. A tcs straight awl and the guide were used to to create the pilot hole for the scew.during an acdf procedure at level 5-6, the locking collar of the tcs locking bone screw fell off while the surgeon was seating the screw. The screw and locking collar were removed and discarded. The procedure was finished using a non-locking 3.8mm tcs rescue screw. During implantation of this screw, the surgeon noted difficulty getting the screw to fully seat as there was an adjucent plate. Surgeon pushed through and was able to get the screw seated. A tcs straight awl and the guide were used to to create the pilot hole for the scew.